Event description:
Per complaint form: upon insertion of esbe, there was difficulty experienced going in. Upon deployment, graft did not expand and had to be removed. Upon removal, noted that iliac had avulsed and was surrounding the undeployed graft. Occlusion balloon immediately placed to gain hemostasis and iliac leg extensions deployed to bridge tear. Iliac leg extensions implanted an ultimately conversion to open repair. Subsequent expiration on monday evening.

Manufacturer narrative:
Patient code and device code: (B)(4) - listed in the instructions for use. Event is still under investigation.